Event description:
It was reported that the intraocular (iol) was inserted and removed in the same procedure as that haptic was noted to be damaged (bent/broken). It was noted that lens was removed from patient's right eye after being fully implanted due to lens would not station properly, as described by the physician. Replacement lens information was requested; however, no information was provided. Patient was noted to have recovered with outcome that does not significantly interfere with the activities of daily life. No further information has been provided.

Manufacturer narrative:
Date of this report: (B)(6) 2014. Report should note the incision was enlarged to remove the intraocular lens (iol). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Based on the manufacturing record review, no deviation or assignable cause was identified for the claim of ¿haptic damaged¿ when this production order was completed. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.